Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant both the right atrial (ra) lead and the right ventricular (rv) lead had dislodged and thresholds were high on both leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.